Event description:
It was reported that the patient had his device turned on 1 week post-implant and it worked great for 5-6 days. It did not suddenly stop, but slowly his pain returned. It was not covering his pain and at the end of the day he would be almost in tears. The paddle lead was stated to not be in the right spot to get his lower leg and foot. No x-rays had been done at the time of this report. The surgeon was noted to have done all ¿all he can do.¿ about a week prior to this report he started having numbness and weakness in his leg and had to use a cane. It was noted that the patient had had pain for many years but never the numbness in his leg, though he did mention having numbness in his foot in the past, not related to the device. The patient met with a manufacturer representative and was reprogrammed. It seemed to be working well. He then walked around and was getting a jolting. The patient went to his car and when he was getting in he was getting a jolting and could not even reach for the controller in his pocket as he was in too much pain. The patient then went to the emergency room (ER) and the patient received another medication but at half strength. The drug given was not specified. The following morning the patient was reprogrammed again with several different options. No x-ray was done. The patient called back on 2014 (B)(6) and was still having the same issues. The patient was having a hard time targeting a certain area of his leg. Additional information received on 2014 (B)(6) reported that the previous reprogramming did not help. He was having a hard time getting stimulation in his foot. Follow-up was performed to determine if any troubleshooting had been performed, if a cause had been determined, if any intervention took place, if the patient was receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger. (B)(4).